Event description:
It was reported that during a ptca / atherectomy / stenting treatment procedure, the rotawire floppy 325 cm guidewire fractured and a portion remains in the pt's body. This pt had previousy undergone CABG surgery, and two stents had been placed in his ostial left anterior descending (lad) coronary artery and the left circumflex (lcx) coronary artery at another facility. He was now admitted at the current facility for in-stent restenosis and significant calcification of both stents. The dr used an 8f voda 3.5 mm introducer sheath for left main vascular access and a .009 rotawire floppy 325 cm guidewire was delivered down the circumflex. He subsequently made four passes with a 1.5 mm rotaburr with successful results. He then used a 2.0 mm rotaburr and made three successful passes. On the fourth pass, the wire was severed near the ostium of the circumflex/ main stem. Several devices were used in an attempt to retrieve the rotawire, including a multi functional probing catheter, a 2 mm micro snare, and several guidewires, but all attempts were unsuccessful. Cardiovascular surgery was consulted and it was decided to place two taxus stents in the lad / lcx. The dr placed a bmw wire in the lcx artery and dilated with a 3.0 x 10 mm flextome. He then placed a second bmw in the lad. He subsequently placed two 3.0 x 20 mm taxus stents in the ostial lad / lcx) and postdilated with a 3.0 x 15 mm quantum balloon with excellent results. The pt was returned to the coronary care unit and monitored. The pt is reportedly doing well.